Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
During variax fibula plate surgery, a 14mm locking screw did not lock to the plate. The surgeon exchanged the screw to a same size new one, but the situation was not changed. Then, the surgeon redrilled to a different angle and a 12mm locking screw. The screw was able to lock to the plate.